Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have not yet been evaluated; lfs will evaluate it/them and inform FDA of the results in a supplemental report. The 510(k)# is k073231.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips and control solution involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4), 2012 the test strips passed all testing with no faults found. On (B)(4) 2012 the control solution was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the control solution was found to have glucose content above specifications. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.